Event description:
It was reported that the pt was hospitalized for elevated blood glucose and dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. Pump settings and delivery history were reviewed and the pt confirmed they were accurate.